Event description:
Product returned from funeral home without oos report. On 06/18/07, tsv was informed by clinical that this was a study pt. Cause of death was left heart failure. Therefore, this file is being reopened and an MDR # is being generated.

Manufacturer narrative:
Upon receipt, the device status was bol. A number of twelve charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless. A fibrillation signal was applied and the device delivered a defibrillation shock as specified with a charging time of less than 10 seconds. The delivered shock energy was recorded and inspected. The specified energy level was reached. In summary, the device is fully functional.